Manufacturer narrative:
Method: device internal memory was reviewed for this incident. Conclusion: this report is being filed as it cannot be concluded that a recurrence would not cause a potential delay or denial of therapy. Device labeling, (instructions for use and voice prompts) provide methods for resolving this issue.

Event description:
During deployment, the AED indicated a lack of pad connection. (B) (4).